Event description:
It was reported that the device (1) al326 was used during laparoscopic cholecystectomy. It was reported by the rep that the surgeon fired instrument (allport-al326)several times without incident. Upon firing an additional time,the jaws of the instrument fell apart, with a piece of the jaws falling into the patient. The piece was retrieved, and another instrument was opened to complete the case.